Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker on the trunk ipsilateral leg endoprosthesis. With the alignment of these markers, an approximate 3 cm overlap will be achieved.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 a follow-up computer tomography scan image revealed a compression in the patient's right limb about 5mm distal to the trunk-ipsilateral leg component flow divider. It is reportedly unknown whether the compression was noted on the contralateral leg component only or if it included the trunk-ipsilateral leg component also. On (B)(6) 2020 the patient underwent reintervention whereby the trunk-ipsilateral leg component and the contralateral leg component were relined. Two omnilink stents were implanted at the flow divider using the kissing stent technique. Intravascular ultrasound (ivus) and angiography reportedly revealed sufficient dilation and blood flow. The physician reportedly stated that fluoroscopic imaging during reintervention revealed that the overlap between the contralateral leg gate and the contralateral leg component was, "not enough". It was reported that this may have been the cause of the compression. There were no further reported issues. The patient tolerated the procedure.